Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged, the carrier guide and gear were worn, and the lid had etching on it. The comb, carrier guide, gear, and lid were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher was sent in for calibration and to remove etching on lid. At product evaluation investigation the device was found with a damaged comb. No adverse events were reported as a result of this malfunction.